Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation, a 16 x 2.50mm promus elite drug-eluting device was selected for use. However, when the device was took out from the package, the distal tip of the stent was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and no harm was done to the patient.